Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to a non-device related drainage in the post auricular region. There are no plans to reimplant the patient with another cochlear device as of the date of this report.